Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that prior to impella insertion both sides of the femoral artery (fa) had severe stenosis. Endovascular therapy (evt) was performed on the left femoral artery (lfa). After inserting impella, the device seemed to be a little deep on the echocardiography (ucg). Impella¿s position was adjusted, and the shaft was pulled about 1 cm when aortic regurgitation (ar) suddenly occurred. Cardiopulmonary arrest (cpa) took place for less than 1 minute, and pa pressure rose sharply. The physician attempted to push and pull the shaft to see if ar had improved; however, it did not, and the pump was pulled out. Ucg also showed that the left leaflet was damaged, and the patient underwent an emergency aortic valve replacement(avr). The patient¿s hemodynamics were maintained by administering dob (dobutamine) to nad, which was continuously administered even after impella was removed. The patient is currently stable. No further information was provided.